Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012497847, use by date: 2026-10-17, UDI: (B)(4). Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon full deployment of a transcatheter valve, the valve dislodged out of the annular plane and into the ascending aorta. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1-2 millimeters (mm) and the implant depth on the left coronary cusp (lcc) was 1-2 mm. It was reported that the shallow depth of initial implant contributed to the dislodge. Subsequently, a snare was used to pull the valve higher into the ascending aorta, and a second transcatheter valve was implanted successfully at a depth of 4-5 mm on the ncc and 4-5 mm on the lcc. Additional information was received that the shallow implant depth was not intentional as the intended implant depth was 3-4mm.

Event description:
It was reported that upon full deployment of a transcatheter valve, the valve dislodged out of the annular plane and into the ascending aorta. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 1-2 millimeters (mm) and the implant depth on the left coronary cusp (lcc) was 1-2 mm. It was reported that the shallow depth of initial implant contributed to the dislodge. Subsequently, a snare was used to pull the valve higher into the ascending aorta, and a second transcatheter valve was implanted successfully at a depth of 4-5 mm on the ncc and 4-5 mm on the lcc.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.